Manufacturer narrative:
(B)(4). Event evaluation: during the course of the investigation, a review of the complaint history, quality control, manufacturing instructions, specifications, and trends of the product was conducted. The wire guide was not returned for investigation. This device was inspected 100% for bends, kinks, adequate joint strength, correct outside dimension and other surface imperfections prior to transport. Therefore, it was plausible to suggest that the wire guide met with resistance beyond its intended design during a procedurally related event. This type of device failure has generally been associated with the wire guide being damaged by withdrawal and/or manipulated through the needle or other instrument. Less frequently, patient anatomy made withdrawal of the wire guide difficult resulting in damage when the force exceeded design specification. However, without additional information a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
According to the initial reporter, one of their current pediatric patients had suffered a complication during cardiac catheterization approx. 5 years ago. A tsf-18-50 wire guide had broken off in the patients groin area where it remains ever since. Since this patient now requires an MRI-examination of the head and with the wire guide fragment still located in the patients abdomen. The user is concerned of the mr safety of the fragment of the ptfe-coated stainless steel wire which is not totally coated anymore due to the broken off end. Additional information has been requested, but not provided at the time of this report.

Manufacturer narrative:
Date of event requested but not provided. Lot # requested but not provided. (B)(4). The event is currently under investigation.

Event description:
According to the initial reporter, one of their current pediatric patients had suffered a complication during cardiac catheterization approx. 5 years ago. A tsf-18-50 wire guide had broken off in the patients groin area where it remains ever since. Since this patient now requires an MRI-examination of the head and with the wire guide fragment still located in the patients abdomen. The user is concerned of the mr safety of the fragment of the ptfe-coated stainless steel wire which is not totally coated anymore due to the broken off end. Additional information has been requested, but not provided at the time of this report.